Event description:
Material: 304134 batch#: (B)(4). It was reported that the bd syringe control 10ml ll bns was defective. The following information was provided by the initial reporter: customer reported that control syringe was defective. Additional information provided: 1. Could you please elaborate the issue what actually the damaged was. The control syringe was allowing air to be introduced increasing risk of air embolus to patient. 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Two control syringes were saved and returned to geoffrey stinebaugh the merit medical clinical representative. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No there was no adverse or serious injury reported to patient or healthcare professional

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 304134. Batch#: 4052885 . It was reported by the customer that control syringe was defective. Verbatim: rcc received a complaint via email. Email(s) attached. Customer reported that control syringe was defective.¿

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.